Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient's ipg had reached end of life. It is unknown if this occurred prematurely. As a result, surgical intervention may be undertaken in the future.

Manufacturer narrative:
The report of device displayed ¿eri¿ message was confirmed. As received, the returned device had declared elective replacement indication (eri) and end of life (eol). A longevity calculation and analysis of the returned ipg confirmed normal battery depletion to the end of life (eol).

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information indicates surgical intervention was undertaken on (B)(6) 2022 wherein the ipg was explanted and replaced to address the issue.